Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially called in to be assisted with a carelink upload. While he was being assisted, the customer reported he was hospitalized for low blood glucose. The customer declined to provide hospitalization details and did not want to troubleshoot. Customer stated that he is working with the doctor to control his blood glucose levels.